Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The main coil was returned but the delivery wire was not returned. Visual and microscopic inspection of the returned device found that the main coil was kinked, stretched and broken. Procedural fluid was noted on the main coil. The main coil junction was not returned. No other anomalies were found. Functional evaluation could not be performed due to the condition of the returned device. Most likely that some procedural factors encountered during the procedure limited the performance of the device and contributed to the event. Therefore, an assignable cause of operational context has been assigned to the observed event.

Event description:
Analysis of the returned device found that the main coil was broken. There was no clinical consequence to the patient.